Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to a systemic infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.